Event description:
It was reported that during an oral maxio-facial surgical procedure, it was discovered that the electric pen drive device was running intermittently. There was a twenty minute delay to the planned surgical procedure. An identical spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to a motor or electronic control unit assembly failure due to immersion during cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.